Event description:
It was reported a (B)(6) female underwent an afib procedure on (B)(6) 2012, the patient was sedated, but not on general anesthesia . When it wore off, it was realized the patient was paralyzed. Patient was coded for stroke, and was taken to intervention radiology where a large clot was taken out, and the patient was intubated and send to ICU. It was noted there was a clot on a pre-operation scan. On (B)(6) 2012, the patient was taken off of life support and passed away.

Manufacturer narrative:
The concomitant products: carto 3 system, serial # (B)(4), model # m-4800-01; stockert 70 system, serial # (B)(4), model # m-5463-01; cool flow pump, u.s. Ship kit, serial # (B)(4), model # m-5491-02. (B)(4).